Manufacturer narrative:
Three bivona custom tracheostomy tubes were returned for analysis. Leak testing was performed using magnification. Abrasion marks were observed surrounding the leak location on each device. Water was then inserted into the inflation system to find the exact location. A verified ruler (blue dot) was performed and the distance from the leak location to the distal tip and the distance from the edge of the shaft were measured. The following are the measurements for the hole on the three trach tubes: device #1: 20 mm from tip and 6 mm from edge of tube on end user's right side when in situ device #2: 19 mm from tip and 6 mm from edge of tube on end user's right side when in situ device #3: 20 mm from tip and 6 mm from edge of tube on end user's right side when in situ it is believed that there is something (e.g. Bone spur, cartilage) in the trachea that is contacting the cuff. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Event description:
Information received a smith medical custom trach was inserted on (B)(6) 2020 and developed a hole in the cuff on the evening of (B)(6) 2020 ,which was making the patient continuously cough. A new trach was placed and the following day developed a hole in the cuff as well. This event of coughing would increase secretions of phlegm, which may put the patient at risk for aspiration of secretions and further obstruction. No injury was reported.